Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.5.cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The customer reported seeking medical attention on (B)(6) 2026, after feeling unwell and experiencing a blackout episode. The patient was unsure whether the event was related to their omnipod system, dexcom continuous glucose monitor, or their history of atrial fibrillation. The patient¿s granddaughter reported that the patient appeared ¿off¿ and subsequently lost consciousness. The granddaughter administered sugar water and juice before calling emergency medical services (ems). Upon ems arrival, the customer¿s blood glucose was measured at over 100 mg/dl. It is unclear whether the patient was transported to the hospital; however, it was reported that an electrocardiogram (EKG) was performed. No specific medical diagnosis was reported. Review of available glucose history indicated that the patient¿s glucose values did not fall below 91 mg/dl; however, no fingerstick measurement was performed prior to ems arrival. Hypoglycemia was suspected based on the patient¿s symptoms. No further information was provided.